Event description:
It was reported that, "doctor indicated patella was loose and needed revising. Patella was removed and replaced a new implant."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.